Manufacturer narrative:
The device has been returned; however, the investigation has not yet been completed. A supplemental report will be submitted once the investigation is complete. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.2.1 operating system: 26.0 hardware: iphone15.4 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s spouse that there was a needle mechanism failure. After applying the pod, the patient found the cannula had not deployed as intended. The cannula did not deploy or inject into the body. The patient did not feel the insertion prick, and upon inspection, it was confirmed the cannula had not deployed. No impact to the patient¿s glucose level was reported.